Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat a cystocele on (B)(6) 2009 and a mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection and recurrence. It was reported that the patient underwent a gynecological procedure in order to treat mesh erosion and stress urinary incontinence on (B)(6) 2010 and a mesh was implanted into the patient. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to erosion. It was reported that the patient underwent mesh excision, a supracervical hysterectomy with left salpingo-oophorectomy, sacralcolpopexy, and implantation of ams intepro sling on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infections and urinary leakage. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/17/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to cystocele. It was reported that following insertion patient experienced infection and recurrence. It was reported that patient underwent mesh removal on (B)(6) 2012 due to erosion.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.